Event description:
Pt was revised to address loosening of the tibial component (left side). Poly wear of the insert was also found.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the info provided, as the lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.